Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath was selected for use. On this reported faradrive sheath, a leaky handle bar was noted. No patient complications were reported.

Manufacturer narrative:
B5: describe event or problem- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath was selected for use. On this reported faradrive sheath, a leaky handle bar was noted. No patient complications were reported. It was further confirmed that the fluid leaking was during flushing in the handlebar. The issue was related only to flushing without guidewire. The procedure was completed with a different device.